Event description:
Caller alleged discrepant results compared with the lab. Pt reports that her inr results have been fluctuating a lot over the past year.

Manufacturer narrative:
Investigation pending.